Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The customer performed an infusion set site changed and received an additional occlusion alarm during bolus delivery. The customer performed a cartridge change and insulin deliveries were resumed by delivering a correction bolus. The customer's blood glucose (bg) levels ranged between 101-129mg/dl.